Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the female end of the light cable is getting extremely hot.

Manufacturer narrative:
(B)(4). The device manufacture date is not known. Part# 0233050069 was reported, however rep sent in 0233050065. The rep confirmed that 0233050065 should have been the reported device after it had already gone through tech receiving process. Device 0233050065 has been scrapped therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. Probable root cause for the reported failure involving this device could have been caused by: safelight design; boot material; light source ((B)(4) white light output); use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the female end of the light cable is getting extremely hot.